Manufacturer narrative:
Due to characters limitations, e1 (event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the use of cardiosave intra-aortic balloon pump (iabp) had an alarm and the iab was leaking. The department staff replaced the equipment on their own and continued to treat the patient, causing no harm to the patient.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6) hospital and full event site address is (B)(6). Updated filed: b3, b4, d9, e1 (event site name, event site address), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit and found that the safety disk leakage test exceeded the standard and needed to be replaced. The fse replaced the safety disk and ran test. The equipment was tested for all functions according to the factory requirements, and all test results were qualified. It can be delivered to customers for use.

Event description:
N/a.